Manufacturer narrative:
At the time the manufacturer was made aware of the event, the service engineer advised the customer over the phone to check the plug connections. However, the event occurred approximately 2 weeks prior, so the machine has been working perfectly again since the restart. The problem could not be identified. A review of the device history record found the system met all specifications. The investigation is ongoing.

Event description:
The user facility in switzerland reported that during the procedure, there was a power loss, requiring the customer to restart the machine. There was no patient injury.

Manufacturer narrative:
Correction h6 type of investigation: removed code 10 and replaced with code 4114. Correction h6 component code: removed 4707 and replaced with code 4755. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Based on the available information, the root cause of the event could not be determined. The investigation is complete.